Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had notified their hcp regarding the issue on (B)(6) 2019. They stated that it was determined that the implanted device was not damaged as a result of the MRI. As action taken to resolve the issue, they stopped the MRI immediately. The issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an MRI of their neck on the day of report and they forgot about they had the implant in their body. When the patient was in the MRI machine, they felt the stimulation in their lower back and buttock. It took them a minute to realize what was going on and then they stopped the MRI after 2 minutes of being in the machine. The patient did mention that the MRI was done as a follow up to a CT scan. The patient wanted to know if they had damaged their device. They were redirected to their healthcare professional (hcp) to determine if the ins was damaged or not. There were no further complications reported or anticipated.